Event description:
It was reported that child experienced pump charging issue while at school and parent contacted support, but specific pump details were not available at the time. No information was received regarding any impact to the customer¿s blood glucose level. Parent planned to go to the school and call support, but did not call back, and technical support sent email requesting confirmation that issue was resolved.